Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to forget dexcom device in the bluetooth and relinquish old transmitter. Dexcom representative advised patient to turn the bluetooth off and on. G5 application rediscovered the transmitter and pairing was successful. Recommended patient to un-install and re-install g5 application but the patient does not have any more time to troubleshoot. The reported issue was resolved as the blood glucose value was not visible in the g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.